Event description:
On (B)(6) 2013, this pt was treated infra-renal large saccular/false aortic aneurysm using a gore excluder aaa endoprosthesis featuring gore c3 delivery system. On (B)(6) 2013, computerized tomography showed a non symptomatic compression of the right limb near the trunk body. There were no issues with blood flow on ultrasound. On (B)(6) 2013, the physician reintervened by stenting with an optimed 14mm stent due to concern about risk of limb occlusion. The clinical outcome was satisfactory. Two gore excluder aaa iliac extender endoprosthesis were used on the contra (left) side. First extender was used as the left limb. Angiogram showed a distance of 6cm from gate to iliac bifurcation. After the 1st device was placed, it was well short of the iliac bifurcation. It was extended with another gore excluder aaa iliac extender endoprosthesis. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.